Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis confirmed that it was difficult to insert the test lead(s) into the pulse generators header and the lead insertion force used to insert the lead was out of specification for the product.

Event description:
It was reported that during implant of the pulse generator, the physician had difficulty fully inserting a lead into the right ventricular header port of the device. The device was no longer used and replaced.